Manufacturer narrative:
Concomitant medical products: evproplus-29us transcatheter valve implant date (B)(6)2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittently under-sensing on the atrial lead on current egm. The ra lead remains in use. No patient complications have been reported as a result of this event.